Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6; damaged firing mechansim. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damaged, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and was found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechansim are: interrupted firing cycle, tissue thicker that indicated, attempting to fire through spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.

Event description:
It was reported the device was used during an unk procedure. It was reported the rep told the device stapled but did not cut. Another was opened to complete the case. No other info is available. There was no consequence to the pt. 2/13/1998 the rep reports the procedure and surgeon's name and was unable to gain any add'l info.